Manufacturer narrative:
Investigation results. Other: dl protocol was followed. Digital models and stl data look good. Patient does have recession and this may be a factor for discomfort. DHR: we reviewed the DHR for this (B)(4) / patient ID# (B)(6) / site ID# 25573, qty. (B)(4) items assy-500015 (retainers) were packaged by the first shift by auto bag-and-box operation on (B)(6) 2025, in the manufacturing supercell sc2, equipment pua-04. The sales order was inspected and met the acceptance criteria provided by qa. Photo investigation the evidence provided by the customer (photos) shows a lower aligner. No deformations or out-of-specification conditions were observed in the trays that could be related to the reported issue. The device traceability information (serial number, patient ID) is not visible, preventing its identification.

Event description:
In this event it was reported that a patient experienced gingival recession, significant pain and discomfort while wearing the suresmile retainer. The prescribing doctor indicated that a new set would not be a viable solution. Additionally, no trimline modifications are available to address the issue.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.